Manufacturer narrative:
Follow-up #1: date of submission 01/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/13/2016 with the following findings: the pump's black box data from date of the complaint had been overwritten due to continued use of the pump. The black box and alarm history showed no alarms related to the complaint. The display screen was dim and discolored. The battery cap was unable to fully tighten to the pump due to damaged threads. The slot on top of the battery cap was also damaged. The pump was exercised with the returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. During the investigation, the ¿load step and bolus" functions were performed to exercise motor and no abnormal or grinding noise was present.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump was making a grinding noise. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.